Manufacturer narrative:
The malfunction was duplicated and the calibration table on the smart pneumatic module was updated to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self-check failure: 1174" message. Complainant indicated that there was no patient involvement in the reported malfunction.